Event description:
It was reported that one day post implant, the right atrial lead exhibited a decrease in sensing and capture thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.